Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The initial report would have been submitted on 18-jan-2018 with a due date of 18-jan-2018. Due to an issue with the FDA esg or cdrh emdr processing system on 18-jan-2018, the report was not received in a timely manner.

Event description:
Patient was revised to address infection. They did a poly swap. Doi: (B)(6) 2017: dor: (B)(6) 2017 left knee.